Event description:
Related manufacture reference number: 2017865-2022-08858. It was reported that the patient presented at the emergency room after feeling a vibratory alert. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing causing inappropriate anti-tachycardia pacing(atp). The reported lead was capped and replaced on (B)(6) 2022. The implantable cardioverter defibrillator was also replaced in the same procedure due to advisory status. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed, it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).